Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that stent moved on the balloon. During preparation outside the patient, a 2.50 x 12mm synergy xd drug-eluting stent was selected for treatment. However, it was noted that the position of the stent was not within the marker and was slightly off to the proximal side of the delivery system. The procedure was completed with a different device. There no patient complication nor injuries reported. It was further reported that the device issue was noticed when the stent protector was removed. The stent protector was removed as usual and no resistance was felt.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent moved on the balloon. During preparation following anesthesia, a 2.50 x 12mm synergy xd drug-eluting stent was selected for treatment. However, it was noted that the position of the stent was not within the marker and was slightly off to the proximal side. Of the delivery system. The procedure was completed with a different device. There no patient complication nor injuries reported.